Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during the implant procedure high impedances (>40,000 ohms) were measured on contacts 5-7, and 10.  No symptoms reported.  The rep stated there were multiple attempts to re-seat the leads.  They noted the battery locking screw would not engage.  The cause was not determined.  The ins was switched out and the issue resolved.  The rep reported they had possession of the ins and would be returning it for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) clarifying that the "battery locking screw not engaging" was referring to the locking screw not connecting with the screwdriver in order to tighten the header. Tracking number provided.

Manufacturer narrative:
H3: analysis of the ins, model [977119], s/n (B)(6), revealed a punchout hole in the {x} setscrew grommet; however, testing of the programmable features and output ranges determined that the implantable neurostimulator (ins) was functioning normally. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.